Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, cracked battery tube threads,minor scratches on display window and cracked case near display window corners noted during visual inspection. Device was monitored. All operating currents tested within specification range. No failed batt test alarms noted after battery insertion. Unable to prime during prime test alarm test due to moisture damage noted in fsr. Moisture damage was noted on motor assembly. The device passed displacement and basic occlusion test. No motor error alarms noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had failed battery test alarm and motor error alarm. The blood glucose at the time of the incident was 144 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.